Manufacturer narrative:
Unable to prime during prime/compromised force sensor system test and motor error alarm during the basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unable to perform the occlusion and excessive no delivery test due to motor error alarm. All buttons functioning properly. No damage in keypad assembly noted. Insulin pump was monitored in 50 c oven for several hours and no button error alarm noted. Insulin pump was received with normal operating currents. No unexpected bad battery alarm noted. Insulin pump was received with missing back address label sticker and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the insulin pump's buttons were unresponsive. Customer's blood glucose level was 400 mg/dl. The keys were sticking. The esc button was unresponsive. The insulin pump alarmed button error, bad battery, and low reservoir. The insulin pump's buttons were responding at the time of call. The customer was advised that the device would be replaced and agreed to return the product for analysis.